Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the receiving inspection results was not possible since the batch number was unavailable. Based on the information received, the cause of the reported burn could not be conclusively determined.

Event description:
During a cervical medial branch ablation procedure, a patient burn occurred. Three neurotherm 5cm rf needles were placed along the cervical spine and three neurotherm rf electrodes of corresponding length were inserted through the needles. Following the auto-lesion all three electrodes were removed and a red burn was noted at the skin level of one of the needles. The case was completed and the patient was discharged. There were no post-procedure issues noted at the one week follow up appointment.

Manufacturer narrative:
Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with specifications and procedures.